Event description:
It was reported that this (B)(6) right ventricular (rv) lead exhibited a high out of range shock impedance. It was noted there was a rise over the past three to five months in impedance. The impedance before the time of call was stable at 65 ohms. Also, bipolar pacing and sensing were normal the day before the call. Technical services (ts) suspected there could be a header or spring contact connector to lead ring issue. However, the presenting impedance variations are not classic spring contact fretting behavior. Ts recommended the patient be seen in clinic and the device evaluated with pocket manipulation while doing shock impedance measurements and watching the shock electrogram (egm) for non-physiological noise. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).